Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent migration. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2016 that a wallflex fully covered esophageal stent was implanted in the esophagus during a stent placement procedure on an unknown date according to the complainant, during an unknown date, it was noted that the stent migrated and the physician implanted another stent attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.